Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reports sudden loss of hearing benefit and speech discrimination with the device; only scratching noises can be heard with the audio processor. No trauma or accident is reported.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. However despite requested, no date for re-implantation has been provided yet.

Event description:
The user reports sudden loss of hearing benefit and speech discrimination with the device; only scratching noises can be heard with the audio processor. No trauma or accident is reported. The user will be re-implanted, but no date has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reports sudden loss of hearing benefit and speech discrimination with the device; only scratching noises can be heard with the audio processor. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to determine a root cause. However, no date for revision surgery has been stipulated yet.

Event description:
User reports sudden loss of hearing benefit and speech discrimination with the device; only scratching noises can be heard with the audio processor. No trauma or accident is reported. Diagnostic imaging and re-implantation have been recommended. No additional information could be made available yet.